Event description:
The facility reported a flogard infusion pump that "is not working". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump that is "not working" was confirmed in sample evaluation task. Failure f49 was found during evaluation which was due to cpu setting configuration were out of specification. Service reset cpu parameters to resolve the reported problem.